Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and the estimated longevity was less than expected. The physician alleged premature battery depletion. No intervention was performed and the physician will continue to monitor the patient. The patient was in stable condition.